Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'loaded into point 3 and 4 when it is not' which was not reproduced. A review of the event history log verified the reported issue as repeated 'tube unloaded, tube guide 2 loaded, tube guide 3-4 loaded.' Visual inspection observed the tubing guide was damaged as the cause. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, thought tubing was loaded into load point 3 and 4 when it was not. There was no known patient injury or medical intervention associated with this event. No additional information is available.